Event description:
It was reported that bd q-syte closed luer access device had cracks. The following information was provided by the initial reporter, translated from chinese to english: cracked joints and fluid leakage during use.

Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged septum and leak was confirmed, and the cause appeared to be manufacturing related. One q-syte connector was provided for investigation. A visual examination and functional test revealed that the septum was not properly slit, which likely resulted in the septum tearing during attempted use. The improper slit and tears would have allowed fluid to leak from the connector. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional infromation